Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced shell irregularities in the breast implant. During the visual evaluation of the device, the patch looks deformed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: shell irregularities. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year female patient who underwent primary breast augmentation with a 250cc mentor memorygel breast implant experienced left sided scratched implant surface post-operatively. As a result, the patient had undergone removal and replacement with a 250cc mentor memorygel breast implant on (B)(6) 2019.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Correction: is report source other checked and report source (others) was erroneously submitted in follow up report 1. Manufacturer¿s reference number: (B)(4).